Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she took her blood glucose and tried to do a bolus when she noticed that the buttons did not respond. She changed the battery to no avail. She pressed the act button and was unable to garner a response. The customer's blood glucose was 214 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No damage in the keypad assembly noted. No unlocked lcd keypad connector during our visual inspection. However, the insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.